Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to log in to myqlink. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the customer mentioned that only cabinet login access was available. A technical support specialist (tss) explained the customer that cabinet login permissions also provide access to myql and that a separate myql login is not required. Then the customer was advised to contact srx for access. The system functioned as intended after the technical support specialist investigated the issue.